Event description:
Severe burning pain in the perineum. The pt of unk sex has a past history which includes a total colectomy and protectomy for ulcerative colitis and previous laparotomy x2 for adhesions. On april 16, four sheets of seprafilm were applied over the small bowel during laparotomy diffusion of extensive adhesions. The pt was reported to have made a good recovery. Approx 3-4 weeks post-op, the pt developed severe burning pain in the perneum, requiring readmission and narcotics. CT scan x2 revealed no acute findings, pt was afebrile with no tachycardia noted. The pain was still present, but reportedly diminishing on medication received from the pain clinic. The cause of the pain has not been ascertained. The reporting physician reported the event as possibly related to seprafilm. Serious; possibly related; not expected.